Event description:
There was an allegation of questionable glucose results from accu-chek inform ii meters. Using meter serial number (B)(4), the result was in the range of 30 mg/dl to 40's mg/dl. One minute later, a second test was done using meter serial number (B)(4) and the result was in the range of 30 mg/dl to 40's mg/dl. Ten minutes later, a laboratory draw was done and the result was in the 200's mg/dl range. The patient was treated with b6 for low blood sugar based on the results on both inform meters. There was no serious injury due to the treatment.

Manufacturer narrative:
Both levels of routine controls were performed on both meters and were acceptable. The strips have been requested for return. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Manufacturer narrative:
No product was received. Therefore, no further investigation was possible.